Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the arrow button of insulin pump was not working. Customer's blood glucose value was unknown. Customer stated they did not know that insulin pump was exposed to moisture. The device will not be return for analysis.